Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call low blood glucose and keypad anomaly. Customer's blood glucose level was 49 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised there was a sold circle on the insulin pump and the keypad was unresponsive after a battery change. Customer advised there was potential wear and tear on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on the lcd board unlocked. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive keypad button. No flattened button dome switch noted. The insulin pump had minor scratched lcd window and cracked battery tube threads.